Event description:
Caller reported she ate a sandwich right before testing, had active system results of 323 mg/dl, 180 mg/dl, and 146 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Customer's two reported meters were returned and investigated. The complaint is not confirmed. Both meters did power on with button depression and with strip insertion.blank screen issues were not observed. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
A customer's mother reported their freestyle flash meter didn't turn on by pressing a button or upon a strip insertion and as a result of getting a blank screen and being unable to test, the customer reportedly experienced seizure and loss of consciousness. No third-party medical intervention was reported. The customer reportedly self-treated with over-the-counter pain reliever aleve and soft drink to counteract the event. There was no report of death or permanent impairment associated with this medical event.